Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 11 events associated with this event type (dimensional discrepancy) and product code lxh.

Event description:
Dimensional discrepancy. The customer has reported that the left medial pins have jammed in the pin hole. It was further reported that the surgeon was able to work around the problem and complete the surgery.